Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Ref MFR report # 1627487-2014-12005, -12006. It was reported that the patient reported ineffective stimulation and irritation from the pns leads (off label use). It was also reported numbness in her fingertips since the implant procedure. The sjm representative turned stimulation off for two of the four leads. The patient requested removal of the scs system. The patient was referred to a surgeon. Note the patient has 4 leads from 3 lot numbers. All possible lots are being reported. Ref MFR. Report # 1627487-2013-08350 for scs ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #1627487-2015-12005 reference MFR report #1627487-2015-12006 it was reported the patient's devices were explanted. This follow up information was previously submitted under MFR. Report no. 1627487-2015-25069 follow up 001. All future follow for this event will be captured under MFR. Report # 1627487-2014-12004.